Manufacturer narrative:
The product was returned but the evaluation hasn't been completed. A supplemental report will be forthcoming with the evaluation results when received. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that during use with this swan-ganz module, the cco could not be measured. There was no error messages. Even though the cco start button was selected, the cco display automatically went back from co countdown timer to begin cco monitoring status after about three minutes. Because of this symptom, the cco was not displayed at all during a six and half hour-long surgery. It was also reported that, the blood temperature was unstable during the operation. The blood temperature was indicated at around 36 degrees in the beginning, which was the expected value. However, the value would suddenly drop to lower values of 24 degrees and 17 degrees. It also elevated to a higher value of 37 degrees. The symptom was not improved by replacing 70cc2 cable nor by reconnecting the swan-ganz module. There was no patient injury reported.

Manufacturer narrative:
The swan-ganz module was returned for evaluation. The reported issue of the blood temperature values being unstable was not confirmed. The functional test was performed. During the evaluation, no error messages were observed. There was no physical damage that a part had to be replaced. The device passed all functional tests. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review.